Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger, s/n (B)(4) found that the connector pin was broken, causing the issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated event date. Section d information references the main component of the system and other applicable components are: product ID 37761 lot# serial# (B)(4). Product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s desktop charger (dtc) connector pin had broken off, the ins depleted, and the patient had a loss of therapy and symptom return. The patient was unable to charge their device for several days and suffered shaking and difficulty walking. A replacement dtc was sent. The patient received the dtc and was charging the device, but it was taking a long time. It reportedly normally took 30-45 minutes every other day. While recharging, the patient could not turn stim on and was feeling a tingling bolt in their hand. It was later reported that the patient was able to turn stimulation on again, but the patient felt a big shock like they were being electrocuted and then the patient¿s symptoms got better. The patient was still having some shaking and difficulty walking. The patient was reportedly sore from being stiff for a few days prior to this report. It was noted that the patient was sleep deprived as well. No further complications were reported.